Manufacturer narrative:
Device had unresponsive buttons due to flattened (creased) act button dome switch. No unlocked lcd keypad connector noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that their insulin pump's act key was not sensitive. The customer¿s blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.